Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 50 mg/dl at the time of the incident. The customer was at 247 mg/dl at the time of the call. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated the pump was giving them insulin even when they were trending low. Troubleshooting was completed and it was reported that the customer had come in close contact with a MRI machine. The customer's pump settings had also been adjusted 2 days prior to the low. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies. None were found. Ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir no leakage and did not continue dripping insulin after test.